Event description:
Patient presented in clinic for normal follow up. Externalized conductors were noted based on the review of fluoroscopy. The lead will be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received indicated that the lead was laser extracted, and a new rv lead was successfully implanted. The patient was asymptomatic.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 12.8-13.0cm from the connector pin, consistent with lead friction to the device can. External insulation abrasion was noted at 0.7-0.9cm, 0.8-1.0cm, and 5.0-5.4cm from the proximal end of the svc shock coil. Externalized conductors due to internal insulation abrasion were noted at 2.9-6.3cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 15.7-15.8cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.